Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump received with moisture damage on the electronic assembly noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.